Manufacturer narrative:
See attached user facility report. Review of the device history record for this lot confirmed processing met specification requirements. Complaint trend analysis revealed no other complaints received for this lot code. The complaint cannot be verified. At this time, the complaint is considered to be closed.

Event description:
Customer reports codman perforator did not stop when it got through the skull bone. Blood clot on inside of skull. No damage to brain. Note: per user facility medwatch report received on (B)(6) 2005: perforator did not stop and went through dura. Opened a second perforator and it worked fine. According to report, the device is not available fro evaluation. (B)(4).